Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The femoral finishing blocks will not hold the trial augment buttons in place.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. A two-year complaint database search against the provided product code finds no trends of any failure mode. The investigation could not verify or identify any product contribution to the reported event without the device to examine. Based on the inability to determine a root cause and the low frequency of reported events, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.